Event description:
Difficulty removing biopsy out of jamshidi. A patient had to be re-biopsied. No residual or untoward effects to patient.

Manufacturer narrative:
Document review did not identify any issues that may have contributed to the failure mode. Without a sample, a definitive root cause cannot be identified. Complaint failure mode review did not identify any product problems. This is classified as an isolated occurrence at this time.